Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec and deformation. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Health professional reported left side device removal due to "capsular contracture," baker grade unknown. The device has been explanted.

Event description:
Patient reported a rupture.